Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer noted that the medium-large clip applier instrument tips closing force was not enough. Therefore, the surgeon was unable to apply the clip successfully. The customer replaced the medium-large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. The surgeon was using an unspecified medium-large clips with the instrument. The surgeon did not experience non-intuitive motion when using the instrument. The surgeon attempted to close the clip 3-5 times on a 6-8 mm vessel, but the clip would not close. A video recording of the procedure is not available, but images of the instrument were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed that the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.006¿ offset at the tips causing the grips to not fully meet together. The instrument was placed on an in-house system, and the clip test was performed. The clip test was unsuccessful, and the clip failed to attach to the tubing. The root cause of the "bent instrument grips-tips¿ was typically attributed mishandling/misuse. A review of the log showed the medium-large clip applier instrument (part#: 470327-12 / lot#: n10200413-0084) was last used on (B)(6) 2022 with system sk4045. The medium-large clip applier instrument had 47 uses remaining. Images of the medium-large clip applier instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: there was no damage on the distal end that would cause unsuccessful clip application. The instrument would need to be returned so the proximal end of the instrument can be inspected to determine the root cause. This complaint is being classified as a reportable event due to the following conclusion: a medium-large clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.